Event description:
The patient was on norepinephrine and vasopressin. Their blood pressure start dropping, norepinephrine titrated up, epinephrine started. Patient had increased urine output of 275 ml, up from 30 ml. Blood pressures now as low as 60/30-80/40s during this period. Trifurcate then noted to be leaking with large wet spot in sheets. Trifurcate discontinued, patient was able to be quickly weaned off epinephrine and norepinephrine was decreased back to what was originally infusing prior to this event. Urine output returned to around baseline of 50 ml/hr.